Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0z1u8v01, product type: lead.

Event description:
The representative was unsure but suspected dislodging of perc extension from lead. It was reported that on closing at procedure end of stage 1, patient underwent a respiratory crisis and had to be rolled to back quickly. Incision was closed but perc extension wire was roughly handled. Post op the remote could not toggle to max amp due to a likely impedance issue after wire was yanked. Patient was sent out with verify at about 6.5 but not sensation of stimulation. Patient was not a candidate for going back to or after the event. The reported issue was reported as unknown if issue was resolved. There was no surgical intervention occurred. Patient made a full recovery after anesthesia followed their protocol. A follow-up report will be sent if additional information becomes available

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.